Event description:
As reported by the equinoxe shoulder study, the patient had an initial right tsa. The patient presented with dislocation. Patient reached out to stop someone from falling, felt pop, found to be dislocated in ed. The case report form indicates that this event is definitely related to device and definitely not to procedure. Outcome is continuing. No device return anticipated due to being a clinical trial study. Ebi initial surgery attached.

Manufacturer narrative:
Concomitants: 320-38-03 - equinoxe reverse 38mm humeral liner +2.5: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6). PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.